Event description:
It was reported that the customer had normal blood glucose levels of about 115 mg/dl. The spouse of the customer reported multiple no delivery alarms from the insulin pump for over a month. Troubleshooting was not done. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.